Manufacturer narrative:
Evaluation: results: visual analysis observed the lead was returned with an incomplete lead segment. The returned lead appeared to have been twisted, and all wires were broken approximately 21 cm from the stimulation end. The lead failed continuity testing. This MDR is being submitted past the thirty-day reporting requirement as part of an additional retrospective review initiated in response to the (B)(4) 2011 FDA inspection. We are submitting this MDR as the result of the re-evaluation of our complaint process. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference manufacturer report: 1627487-2010-00287. The patient received an scs system, including two percutaneous leads (from the same lot), in 2001. It was reported that the patient no longer felt stimulation. A fluoroscopy revealed one of the patient's leads had fractured and migrated superiorly. The physician explanted and replaced the leads on (B)(6) 2010. It was reported that the physician was unable to retrieve part of the fractured lead. The patient reported effective stimulation postoperative. The fractured lead was returned to the manufacturer for analysis.